Manufacturer narrative:
All related events: 3004721439-2018-00162. 3004721439-2018-00163. Production and quality assurance data: the valve was made in december 2017 by a qualified employee. No abnormalities occurred during assembly. The valve was released for packaging and sterilization, and sterilized by the company's autoclave. The valve has the nominal pressure 20 cmws. The fx434t was tested and approved for shipping. The tightness of the system has been tested and proven. All controlled characteristic values were within the required specification. Investigation: optical test: in the first step of our investigations we made a visual inspection of the valve. The optical investigation has shown that the valve has no deformations or other abnormalities. Penetration test: to check if the valve is clogged, we have one permeability test. This test is of hydrostatic pressure difference of approx. 15-25 cmh2o in flow direction. The test has shown that the valve is permeable. Test at the computer test bench: the valve was tested on the miethke test bench. It went through the standard test from the standing position. Here the liqourflow of 60 ml / h is gradually reduced to 5 ml / h and back to 60 ml / h (based on iso 7197). The resulting pressure is measured. Result: in the first step of our investigations we performed a visual inspection of the valve. No deformations or other abnormalities could be determined. In the further course we have found that the valve is permeabile. In order to investigate the suspected overdrainage, we have performed a test bench measurement of the shunt assistant. The pressure was found to be within specification. One of the known risks of hydrocephalus therapy is the danger to function due to naturally occurring substances in the csf such as protein, blood or tissue particles. To investigate if this is the case, we have opened the valve. No obvious deposits could be found inside the valve. On the basis of our investigation results, we do not confirm overdrainage. Also there were no deposits inside the valve. The valve works reliably within the permissible tolerances. We can exclude a defect at the time of delivery. The valve left christoph miethke gmbh & co.kg in flawless condition. No corrective action required.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Date of impant: unknown. Date of explant: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "2m po overdrainage. Explanted. Delivered with the return kit inside an unknown liquid. "Over-drainage, intraoperative examination, by using a water column, showed that shunt assistant also promoted at a vertical water column pressure of <10 cmh2o." All medwatch submissions related to this report are: 3004721439-2018-00162.